Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image would go black only on the pentax secondary monitor when using the evis exera iii video system center. The image was fine on the olympus monitor. The issue was found during preparation for use when patient was on the table, but not in front of the unit. There were no reports of patient harm. There was no further information given by the customer even after three attempts.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. It is likely the phenomenon occurred when elctrocautery was used in an olympus device. Per the service manual, the possible causes in the absence of endoscopic images (inside the mask) were as follows: poor scope/camera head "·poor complete video (cv)-190 ·when an integrated scope does not produce endoscopic images ·poor printed- circuit (cr) board ·poor printed-circuit (dp) board ·poor low voltage switching device (lvdsu) ·poor printed-circuit cr-dp flat cable ·defective converter ·when the camera head /complete video (cv) front panel connecting scope does not produce endoscopic images ·poor circuit (ap) board ·poor printed- circuit (dp) board ·defective rear board ·poor circuit (ap)- printed-circuit (dp) flat cable ·defective converter ·poor scope cable ·poor evis exera iii light source (clv-190) ·poor light source cable" olympus will continue to monitor field performance for this device.